Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 19-oct-2022. Investigation summary customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that there is dust-like fm on the root of the needle. The returned syringe was examined and exhibited foreign matter in between the hub and the barrel tip of the syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polycarbonate and poly abs. Unable to perform DHR check for foreign matter on needle due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. No root cause can be determined at this time.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: when removing the cap, the hcp found dust-like fm on the root of the needle.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2", foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: when removing the cap, the hcp found dust-like fm on the root of the needle.